Event description:
It was reported the pt visited the emergency department because she was experiencing severe pain at her scs ipg site. The pt stated she felt a burning and shooting pain at her ipg pocket site. The pt was given a dilaudid injection, and a CT scan was performed which it did not have show any anomalies. F/u identified the pt was seen by her physician and was given a steroid injection of help with the discomfort at her ipg site. The pt's physician stated the issue is most likely due to scar tissue and will continue to give the pt injections.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.